Event description:
Device malfunction: device #2 none. Time of malfunction: after vessel closure. Symptoms/ae: oozing. It was reported that a physician in-training attempted arteriotomy closure of the left common femoral artery using the proglide device after an interventional procedure. Reportedly, it was noticed that when retracting the needles there were no sutures present at the end of the needle. A second proglide was used to achieve hemostasis. After vessel closure, there was oozing, which was stopped after four minutes of manual compression. There were no other adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1: proglide, part #12673-05, lot #64234-6h indicated is being filed under medwatch MFR number 2953144-2008-01239. The customer reported that the device was discarded. The lot number was provided; review of the device history recorded is forthcoming. A follow-up will be submitted with any relevant information.